Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display, failed battery test, weak battery, battery cap cracked, low battery alert . The blood glucose at the time of the incident was 6.8 mmol/l. The customer sates they initially had problems with a failed battery test alert. Currently has a problem with the blank display and battery out limit. The weak battery was noted on top of all the other issue. The display was not currently blank but there was corrosion noted on the cap and battery compartment. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.